Event description:
Report received from the USA stating that the device had a damaged cord. The device was not being used during surgery. There were no injuries or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).